Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing admit/discharge/transfer related reboot issues that began to occur after the implementation of a software patch for version b.02.12 associated with a field change order. There was no patient incident.